Event description:
It was reported that a computed tomography (CT) scan showed greater than 50% stenosis in the outflow graft. The event log file captured routine events, the ventricular assist device (vad) and peripheral equipment were functioning as intended despite the CT findings. Additional information stated that the cause of the stenosis was unknown and may possibly have been due to a pump stop from end of may (manufacturer report #2916596-2026-2917689). Patient was given bivalirudin for few days and then discharged to be monitored outpatient.

Manufacturer narrative:
Manufacturer's investigation conclusion:the reported outflow graft stenosis was unable to be confirmed as no images were provided, and the product remains in use.review of the submitted log files captured the pump operating as intended. No notable events or alarms were captured.the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time.the relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications.the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document rev. D, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length."no further information was provided. The manufacturer is closing the file on this event.